Manufacturer narrative:
The referenced history of gastrointestinal bleed was reported under medwatch MFR report # 2916596-2017-02339, medwatch MFR report # 2916596-2017-02662, medwatch MFR report # 2916596-2017-02904, medwatch MFR report # 2916596-2018-00277, medwatch MFR report # 2916596-2018-00403, and medwatch MFR report # 2916596-2018-00637. The heartmate 3 lvas was implanted during the (B)(4) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the morning of (B)(6) 2018 the patient had a low blood sugar when the ambulance had arrived and was admitted to the emergency room due to lvad low flows, failure to thrive, and had a suspected gastrointestinal (gi) bleed. Upon arrival, lvad interrogation showed low flow alarms with flow at 2.6 lpm. Hemoglobin was stable and the low flow cause was reported as dehydration. The patient did not appear to be in distress and was recently discharged on (B)(6) 2018 post dysphagia diagnosis. The patient had a low inr and in the emergency department was provided a bolus of heparin and started on a heparin infusion. However, the patient was off of all anticoagulation due to multiple recurrent gi bleeds. Heparin ran approximately 1 hour, with the bolus and infusion providing a total of approximately 4982 units. The patient was kept for work up due to failure to thrive and to monitor for bleeding. Hemoglobin & hematocrit (h&h) dropped from 10.0 g/dl & 29.0% on (B)(6) 2018 to 8.5 g/dl on (B)(6) 2018. The patient was transfused 2 units of packed red blood cells on (B)(6) 2018. H&h was 10.3g/dl & 30.4% and remained stable later that day. There were no signs or symptoms of bleeding, but due to the patient¿s history, it was reported as probable gi bleed that resolved with stopping of heparin on (B)(6) 2018. No work up was completed to confirm. The patient remained hospitalized pending discussion of discharge home with hospice care or palliative care. It was reported that the patient felt that quality of life did not warrant aggressive methods of sustaining.